Manufacturer narrative:
Exact date of event is unknown; event occurred sometime between implantation (B)(6) 2021 and explantation on (B)(6) 2022. This report is for an unknown pfna blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date is an unknown day in (B)(6) 2021. Initial reporter is a synthes sales representative device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was treated with the japanese proximal femoral nail anti-rotation (pfna) nail for a fracture of the trochanteric femur on (B)(6) 2021 after falling down at home. A secondary fracture occurred under the japanese pfna nail. The patient underwent a revision surgery to remove the japanese pfna nail and replace it with a trochanteric fixation nail advanced (tfna) long nail on (B)(6) 2022. The femur was deformed outward due to the effect of the osteoporosis medication, so that the stress was concentrated at the point where the fracture occurred after the fall. This report is for an unknown pfna blade. This is report 3 of 4 for (B)(4).